Event description:
It was reported that the surgeon inserted a 22.5 diopter cq2015 collamer three-piece lens and the injector overrode and tore the lens. The reporter stated the injector plunger was bent. The incision was enlarged to remove the lens but sutures were not required. The reporter stated it was unk if the injector was defective or it has been over-used. This is one of two lenses used on this pt- see MFR. Report # 2023826-2006-00599